Event description:
Port inserted 4/22/96. After 2nd dose of adriamycin/cytoxin, pt developed red area around port. Port removed 5/22/96. Area left open for packing. Staff obtained good blood return prior to and throughout chemo administration.